Manufacturer narrative:
(B)(4) - cartridge pan dislodged. The analysis results showed that one ecr45b cartridge reload was received unfired and with the pan detached. Additionally, the cartridge pan was noted to be bent at proximal left side. Furthermore, 8 double divers were found out of position. While no conclusion could be reached on what caused the pan to dislodge or the cartridge drivers to lose their intended position it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Due to the returned condition of the cartridge it could not be determined what may have caused the incident reported. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, when scrub nurse opened cartridge, staple at the proximal came out already. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.